Event description:
In 2007, the patient reported that she feels her infusion device is not delivering enough insulin. She stated that she has been experiencing unexplainable elevated blood glucose. She stated that she is a brittle diabetic and does not have a normal blood glucose range. She stated that four days earlier, her blood glucose was in the 400 mg/dl range and she changed her insulin cartridge and infusion set, and she was able to prime until insulin flowed from the end of the infusion tubing. She then bolused 10 units of insulin. Two hours later, the patient's blood glucose was elevated to 491 mg/dl and she felt extremely weak and was vomiting. The patient's husband drove her to the hospital where she was disconnected from her infusion device and was placed on an insulin IV. The patient was advised by a medical professional that her infusion device was not accurately delivering insulin and to switch to her back up infusion device. The patient also reported that she is receiving chemotherapy and her medications have recently been changed due to a thyroid issue. Upon follow up on five days later, the patient's husband stated that the patient has an appointment with her endocrinologist and her basal rates would be adjusted. Upon further follow up on a week later, the patient's husband stated that a company representative visited with the patient to provide additional education on the infusion device. Product was replaced and requested to be returned for evaluation.